Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. It was reported that dianeal therapies were ongoing during the hospitalization. On an unreported date, the patient began intraperitoneal treatment for the peritonitis with second and third generation cephalosporin intraperitoneally (doses and frequencies were not reported). At the time of this report, the peritonitis was not resolved and the patient was not recovered. No additional information is available.

Manufacturer narrative:
On an unreported date in (B)(6) 2018, the patient experienced the peritonitis event. On an unreported date, the patient was recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.